Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: sedr01 implantable pulse generator (ipg) (B)(6) 2014. (B)(4).

Event description:
It was reported that patient's right ventricular (rv) lead perforated the myocardium post implant operation. Lead also exhibited no capture at maximum output. Lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.